Manufacturer narrative:
Follow-up # 1: date of submission 10/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: a review of the pump black box data revealed evidence of partially discharged battery being installed. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad. Current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.